Event description:
It was reported that a critical alarm was heard and confirmed by telemetry due to zero ml reservoir volume reached. The device system was used to deliver lioresal. The pump had been empty for 8 months. It was thought that the patient had already gone through withdrawal from the medication, but only spasms were currently reported. The patient did not want to have the pump filled, and only wanted to use oral medications. It was planned to fill the pump with saline. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).